Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the log file shows that alarm 278 "internal o2 sensor concentration high" was triggered 27 times between 13/3-10/4, and the patient was instructed to update the software to the latest version 6.0.1700.0 and calibrate the photonic o2 sensor as per the instructions. Alarms 271 and 388 were also triggered 86 times in a row, and the customer was instructed to connect the oxygen pressure and send a screen shot of the functional screen. According to vyaire medical, this is a clear case of lack of filter exchange/poor maintenance, as no one replaced the filters between 13/mar-8/apr. Instructed the customer to cross-check the status of main electronics with another well-known blower and update the result. Vyaire medical informed the customer that after reviewing the logs, alarm 241- "temperature of blower high" was triggered 17 times between 13/mar/21 and 08/apr/21. On 08-04-2021 4:28:26 pm, the blower temperature reached 80.8 dc, and the ventilator triggered alarm 240- "temperature of blower too high." At 08-04-2021 4:37:55 pm, the blower temperature reached 139 dc, and the ventilator was continuously running with the blower. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 316-blower failure. The issue occurred during patient use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to confirm the issue. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Exact root cause under investigation with (B)(4). This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.